Manufacturer narrative:
(B)(4).

Event description:
The reporting person said there was a hole in the tube's cuff. There was no report of patient involvement or injury.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation in a sample bag without its original unit pack. Visual examination of the returned unit shows it is very heavily contaminated and there is tape wrapped along the main stem of the tubing which is not from our manufacturing facility. An attempt was made to inflate the returned unit but the cuff failed to inflate. The sample was leak tested under water and leakage was detected from the cuff body. Further examination of the cuff body using the microvu shows a hole in the cuff measuring 5.4mm x 2.9mm. The outer edges of the hole are very jagged in appearance. This type of damage is indicative of the cuff having been over inflated. The single wall thickness of the cuff was measured away from the damaged area and found to meet the blueprint specifications. The reported defect could be detected on the unit returned for evaluation. The most probable root cause of this reported defect is over inflation of the cuff. All of our reinforced products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. We would like to draw your attention to our instructions for use(IFU) where the following is stated¿ do not overinflate cuff. Ordinarily, the cuff pressure should not exceed 25 cm h2o. Carroll and grenvik recommend maintaining a seal pressure at or below 25 cm h2o (carroll, r.g., and grenvik, a.: proper use of large diameter, large residual cuffs. Critical care medicine vol. 1, no.3; 153 154, 1973). Over inflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.